Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue, closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 3 closed cassettes and 1 opened for analysis. The date of cassette's opening on the open cassette received is not written. The thread of the open cassette received breaks easily when extracting. However, as the date of cassette's opening is not received, a proper analysis cannot be performed. Thread degrades by hydrolysis because of air humidity; therefore, it must be used within 4 months once opened as indicated on cassette label: once opened, the content of the cassette should be used within 4 months and prior to expiration date. Store at room temperature. Avoid exposure to extreme temperatures over a long period of time. On the other hand, tightness test to the closed samples received has been performed and the units are tight. We have also tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.18 kgf in average and 2.07 kgf in minimum (ep requirements: 1.80 kgf in average and 0.91 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client (veterinarian) reported that suture ripped as soon as you try to pull it out of the spool. No further information has been provided.

Manufacturer narrative:
G4: reported device marketed in only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k031216 if additional information becomes available a follow up report will be submitted.